Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6 and h11. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The equipment will not be returned to olympus, it is not possible to check the condition of the actual product. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope was used on an unknown number of patients after it was used on a patient with sporadic type creutzfeldt-jakob disease (cjd). There have been no reports of any patients contracting cjd from the subject device.

Manufacturer narrative:
E1 facility name: (B)(6). This report is related to the following linked patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.